Event description:
A nurse reported that a scrub technician sustained a superficial cut to his finger on a knife blade that was still inside of the plastic tray. Some bleeding was experienced. The cut occurred prior to surgery with no other patient involvement. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10 x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finished process to ensure the sharpness of the product. Additional information has been requested. (B)(4).